Event description:
It was reported that during an unk procedure the device was not working. Not noted how case completed. No further information is available. No patient consequence.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned with the handles cracked at the handle seam area and the top shroud cracked. However, the instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional.